Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay was performing within specifications. Data analysis indicated that the most likely cause of the discrepant results was the presence of viral concentrations near or at the limit of detection (lod) of the assay, where wavering results between reactive and non-reactive may occur. Additionally, the dilution of the pool by a factor of six may have further reduced the viral concentration below the lod. Contamination due to deviations from optimal workflow or the possibility of occult blood infections in the donors could not be ruled out. A review of complaint history did not identify a trend for the implicated lot (h19097). A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. On (B)(6) 2023, a pool of six samples (pp6) was reactive for hepatitis c virus (hcv). On (B)(6) 2023, the six individual samples from the pool were tested in resolution (resp1), and two samples were reactive for hepatitis b virus (hbv). Serology testing for hepatitis b core antibody (hbcab) was non-reactive for all six samples. On (B)(6) 2023, the six samples were retested with the kit s201 t-scrn mpx v2.0 96t us-ivd assay and were non-reactive for all targets. The donations were blood, and no harm or delay in treatment was alleged.